Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy and irregular bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nausea and endometriosis. Concomitant products included paracetamol (tylenol) and paroxetine hydrochloride (paxil). In 2008, the patient had essure inserted. In 2015, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain lower ("low abdomen pain"), headache ("headaches") and anxiety ("anxiety"). The patient was treated with surgery and surgery (pelvic surgery in jun-2015, ablation, dilatation and curettage). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown and the abdominal pain lower had not resolved. The reporter considered abdominal pain lower, anxiety, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion on (B)(6) 2012, CT scan of abdomen and pelvis and vaginal exam most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received- all relevant medical history, concurrent condition, concomitant medication were added. Events anxiety, headache, abdominal pain lower, dyspareunia, dysmenorrhoea, menorrhagia, vaginal haemorrhage, pelvic pain were added. On (B)(6) 2018: medical record was received- all relevant medical history, concurrent condition, concomitant medication were added. On (B)(6) 2018: medical record was received- all relevant medical history, concurrent condition, concomitant medication were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure inserted for female sterilisation. In 2012, the patient had essure inserted. In 2015, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). The patient underwent a pelvic surgery in (B)(6)2015. At the time of the report, the genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage to be related to essure. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.